Event description:
A customer contacted baxter (B)(4) regarding minicaps they received, that were without sponges. There was no patient involvement, patient injury, or medical intervention. During a follow-up with the customer, they stated there was no presence of povidone iodine either and they were unsure of the quantity affected.

Manufacturer narrative:
(B)(4). This complaint for a misassembled minicap was not confirmed and the root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.a labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. A follow-up report will be filed should additional information become available.